Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of a 5.4 cm abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. It was reported that currently the pt has disease progression resulting in the dilation of the aortic neck. It was reported 24 months post stent graft implantation the stent graft migrated, resulting in the loss of seal zone and a type I endoleak. The aneurysm expanded to 7.5 cm in diameter. The aortic neck has changed from 24 mm in diameter to 28 to 30 mm. The cause of the migration was due to disease progression resulting in expansion of the aortic neck. The physician successfully implanted another manufacturer's aortic cuff. The pt was reported to be fine and no additional clinical sequelae have been reported.